Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, detected on (B)(6) 2019. The device was implanted for 63 months and 29 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. The therapeutic functionality of the electronic module was tested with an attached external power supply and proved to be fully functional.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data were thoroughly inspected. The inspection revealed a temporary drop of the battery voltage, resulting in an intermittent display of the eri status and thus in the clinical observation. Based on the data available for analysis the root cause of the temporary voltage drop could not be determined. The data showed no indication of an influence on the therapy capability, however it is appropriate to monitor the patient closely and to contact biotronik in case of reoccurrence. Should further relevant information become available this investigation will be updated.

Event description:
This device was explanted and replaced due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.